Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 100mcg/day at a concentration of 2000mcg/ml of lioresal baclofen via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a catheter replacement occurred. The hcp could not aspirate the catheter during a routine pump replacement surgery leading to the decision to replace it. The intrathecal piece of the catheter was left in the patient and tied off. As an intervention to the inability to aspirate, the catheter was replaced, and the dose was lowered from 222.2mcg/day to 100mcg/day and patient was kept overnight. No symptoms were reported. It was stated that the patient was alive with no injury. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.